Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The serial number of the meter is unknown; therefore the date of manufacture cannot be determined. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A nurse, calling on behalf of a customer, (a child), reported that on (B)(6) 2015 at 9:16 am customer received readings of 31 mg/dl and 464 mg/dl within 10 minutes of each other. The readings when plotted on a parkes error grid fall into the "c" zone showing the difference in values is clinically significant. There was no report of death, serious injury or mistreatment associated with this event.